Event description:
The customer was hospitalized for two days due to high blood glucoses. Blood glucoses were treated with IV drip. It was informed that the set was changed. The programming and histories on the pump were accurate. Troubleshooting was performed. The device passed the functional testing and the lead screw rotated completely. Additionally, it was mentioned that the dr could not determine if the blood glucoses were due to the pump. Advised the customer of two high blood glucose rule.